Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz2376 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (refz2376) have been reported from the same facility.

Event description:
It was reported the midline was leaking at the insertion site. Additional info. Received: at what point during device use was the leak discovered (i.e. Insertion, infusion, removal)was the catheter fracture internal to the patient or external? Infusion. What was infusion when the leak was discovered? Meropenem. Any patient symptoms related to fluid leak? No. Was the catheter removed? Was a new catheter placed? Yes and yes. What type of catheter securement was utilized? Statlock. What type of catheter securement was utilized? Midline. Explant date: unsure do to patient being outpatient and home care was managing line. Was there any patient harm reported? No.